Event description:
It was reported that the patient presented remotely. Review of transmission revealed implantable cardioverter defibrillator performed inappropriate anti tachycardia pacing due to intermittent under-sensing. No interventions were performed. There were no patient consequences.